Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (95 percent stenosis degree) in a moderately tortuous segment of the right sfa. A pre-dilation was performed with a 2 mm and a 5 mm balloon catheter. The complaint device was introduced into the patient but was unable to cross the pre-dilated target lesion and had to be removed from the patient. A tip deformation at the distal end of the stent delivery system was confirmed outside of the patient caused by the calcified lesion. After the target lesion was further pre-dilated, another stent system was used to finalize the intervention.

Manufacturer narrative:
Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection of the tip. Further, outer diameter is verified to 100 percent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians event description given in the cnf, the root cause for the complaint event is most likely related to the patient's anatomy (i.e., calcified target lesion).